Event description:
The customer reported a false positive reaction while testing on tango optimo. The customer assumed that a sample with an anti-d had caused carry over during antibody screening test. The customer stated that 3 samples were loaded and started on their tango optimo. The first sample was negative for antibody screen. The second sample was 4+ in cell 1 and 2. The customer ran a 3 cell screen. The third sample was 2+ in cell 1 only. The third sample was repeated in ortho gel screen and got all negative results. The correct function of the allegedly defective reagents was proved by testing the retained samples of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A service intervention on the tango optimo was conducted. The left needle was replaced due to a disrupted coating at the tip. No further indication for any malfunction was detected. A qc run passed successfully. A carry over event seems to be a likely scenario in this case. The disrupted coating of the tip of the left pipettor probe had an adverse effect on the efficiency of the rinsing step. But given the estimated titre of 1:4000, an intact needle would not have prevented a carryover of the antibody.

Manufacturer narrative:
This is our combined initial and final report on this incident.